Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a button error and that sometimes the keypad was not responsive. The blood glucose reading was 152 mg/dl. It was advised that the customer discontinue use of the insulin pump and revert to a backup plan per a health care professional's instruction. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.